Event description:
A malfunction alarm was reported during the pumping process, and the issue was not resolved by loading a new cartridge as the alarm recurred. There was no reported adverse impact to customer's blood glucose level. Technical support decided to replace the malfunctioning pump and instructed the customer to use an alternate form of insulin therapy, mdi, while awaiting the replacement. The customer was advised on how to put the pump into storage mode and agreed to return the defective pump using a prepaid label within ten days.